Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in order to rescue a patient from pesticide poisoning,the doctor's advice for tracheal intubation assisted breathing, after the tracheal intubation was inserted, the air bag was found to be leaking and another new one was replaced and used on the patient. Re-intubation was required.